Event description:
It was reported that the insulin cartridge was cracked from its packaging, and during a supply change the user observed that the cartridge was not retaining insulin until it was replaced. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and successful completion of the supply change after replacing the vial. Investigation included visual inspection by the user, which identified a crack in the cartridge. Investigation of this case revealed a damaged cartridge consistent with a cracked container, and device function restored after replacement. It was concluded, based on previously established findings for similar reports, that the cause was user discovery of a damaged disposable component from packaging and resolution through supply change.